Event description:
It was reported that the physician inserted the lead, tightened the set screw and heard a click but the lead was still ¿loose.¿ the process was repeated and the implantable neurostimulator (ins) was placed in the pocket, but impedances were greater than 4,000 ohms on electrode 0. The ins was taken out and the lead was re-inserted ¿all the way in.¿ the lead was screwed down and clicked ¿several times¿ but was still ¿loose.¿ the lead was taken ¿in and out¿ again and an attempt was made to tighten the set screw but the lead was still loose. It was indicated that the physician could not get the set screw to ¿ratchel down¿ on the lead. Use of a new ins reportedly resolved the issue and impedances were all in range afterwards. The patient recovered without sequela. Approximately a week later, it was reported that the cause of the issue was not determined. The patient was doing fine with the new device and implanted system.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found the set screw was backed out too far into the tecothane header. This was why the torque wrench clicked prior to tightening the lead. A known good lead was able to be tightened.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.